Event description:
It was reported that during the implant procedure, the catheter broke when slitting causing the right ventricular (rv) lead to dislodge. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.